Event description:
The user facility reported a (B)(6). Female (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The team found the native anatomy to preclude placement and so vascular consulted and ballooned the native anatomy. The cp was removed as it failed delivery and kinked. The team placed a new second pump with difficulty. This report is for the second pump that had delivery issues.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage and delivery issues has been completed. Pump was not returned for investigation. As per clinical information provided, the patient had tortuous arteries making it difficult to pass pump through the vasculature. Therefore, the root cause of the delivery issue was patient condition related to patients tortuous vessels. The root cause of the product damage issue was a catheter kink due to patients tortuous vessels. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added death. B5-mso review. Added d6a/d6b. F6/f8 should have been left blank. H1-type of reportable event changed to death. H6 impact code 4629.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.